Event description:
The customer obtained false negative hbsag quality control results using controls not manufactured by ocd. A false negative hbsag result could present a risk to public health. There was no report of patient harm as a result of this event.